Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "collapsed breast implant, lumps, uncomfortable, not nice weird feeling." These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reports left side rupture, lumps, uncomfortable, and "not nice weird feeling." Health professional reported "abnormal vaginal bleeding" which is not related to the device. The device remains implanted.

Event description:
Patient reports left side rupture, lumps, uncomfortable, and "not nice weird feeling." Health professional reported "abnormal vaginal bleeding" which is not related to the device. The device remains implanted.